Manufacturer narrative:
Philips investigated this complaint. According to the information collected the philips remote service engineer(rse) reviewed the logs remotely and identified that several switches enabled errors. The philips field service engineer (fse) visited onsite and confirmed that the issue occurred during system startup and stopped at the x ray startup with a message displaying x-ray system is starting up. To resolve the issue, fse reloaded system software, and restored the functionality of the system. After software reload, the system was returned to use in good working order. A log file analysis was performed which confirmed that the system software was reinstalled by the field service engineer (fse). The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.